Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on a four month old atrial tachycardia/atrial fibrillation (at/af) episode due to electromagnetic interference. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.